Event description:
Customer reported via phone call that she was being hospitalized because she had a seizure and her blood glucose went up to 700 mg/dl and was hospitalized on (B)(6) 2015. Customer also reported she wore the insulin pump during an MRI and it alarmed motion sensor test failure, motor error and motor position encoder error. Blood glucose value was over 200 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.